Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available; a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy and it was reported that the hernia had not worsened with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for this event and additional unrelated events but at the time of this report, no surgical repair of the hernia had been performed. Dianeal therapies were ongoing. The patient is recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced an umbilical hernia. Should additional relevant information become available, a supplemental report will be submitted.